Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath exhibited air ingress. When the farawave catheter was inserted into the faradrive sheath and suction was performed, air was drawn in from the flushing lumen to the syringe without interruption. The sheath was replaced, and the procedure was completed successfully. No patient complications occurred. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath exhibited air ingress. When the farawave catheter was inserted into the faradrive sheath and suction was performed, air was drawn in from the flushing lumen to the syringe without interruption. The sheath was replaced, and the procedure was completed successfully. No patient complications occurred. The sheath has been received at boston scientific's post market laboratory.